Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 31jul2019. The field service engineer (fse) confirmed reported problem, primary alarm failed. The fse listened for audible sound from the speakers, the speaker cannot work. The fse replaced speaker #2 power management printed circuit board assembly (pm pcba). This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a primary alarm failure. There was no patient involvement.